Event description:
Boston scientific received information that this right ventricular (rv) lead and cardiac resynchronization therapy defibrillator (crt-d) exhibited high out-of-range shock lead impedance measurements greater than 125 ohms which was detected via the patient remote monitoring system. Boston scientific technical services (ts) reviewed the data and noted a gradual and steady increase in shock impedance. An x-ray image provided by the field representative looked normal. Ts provided troubleshooting options. Further information received indicated that commanded shocks were performed and the measurements obtained were within range. A defibrillation threshold (dft) test done was also successful and the shock lead impedance test performed thereafter was normal as well. The testing confirmed good shock delivery at this point. Monitoring will be continued and the patient will be re-evaluated in three months. The system remains in service. No additional adverse patient effects were reported.

Event description:
Subsequent information received indicated that the system continued to exhibit high out of range shock impedance measurements. Boston scientific technical services (ts) discussed the possible causes of gradually rising impedance measurements. Ts noted a single shock measurement of 17 ohms across delivered shocks on the same day. It was noted that the measurements dropped after the delivered shocks but went back up. Additional information indicated that monitoring will be continued and there are no immediate plans for replacement. The system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
(B)(4)